Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It is reported by the nurse of the hospital that a fractured femoral component was explanted.

Manufacturer narrative:
An event regarding crack/fracture involving a scorpio cr waffle femur lfit w/posts was reported. The event was confirmed. Conclusion: method & results: -device evaluation and results: the returned device showed signs of use. The femoral component was fractured through the medial condyle. Fatigue striations were observed on the fracture surface. -medical records received and evaluation: no medical records or x-rays were made available for evaluation. -device history review: a review of the DHR showed that all devices were accepted into final stock with no reported discrepancies. -complaint history review: there have been no other events for the lot referenced. Conclusions: the mar analysis concluded that "the returned device showed signs of use. The femoral component was fractured through the medial condyle. Fatigue striations were observed on the fracture surface." The exact cause of the event could not be determined because not enough information was provided. In order to complete a full investigation, items such as pre-operative reports and x-rays are needed to determine the root cause. No material or manufacturing defects were observed.

Event description:
It is reported by the nurse of the hospital that a fractured femoral component was explanted.